Event description:
The patient received two leads with the same lot number. It was reported the patient experienced ineffective stimulation as well as auto-reducing during a reprogramming session. Diagnostic testing revealed impedance readings within normal limits. However, x-rays were taken and indicated fractured leads. Further follow-up identified the patient suffered a fall prior to the issue. Surgical intervention was undertaken on (B)(6) 2015 and at that time both leads were explanted and replaced. Effective coverage was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.